Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between sensor glucose reading and blood glucose reading. The customer reported no adverse event. The event involved product(s) mmt-5120c1. Troubleshooting was performed. Sensor glucose value from reported event is 54 mg/dl and blood glucose value from reported event is 189 mg/dl. The difference in value between sensor glucose and blood glucose was 135 mg/dl was out of the acceptable range. No harm requiring medical intervention was reported. No product return is required for mmt-5120c1.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. We received the following: one opened/used simplera sensor, one simplera serter returned, and performed a visual inspection of the sensor, took away the adhesive patch from the sensor to inspect for debris, physical and moisture damage and none was found. Then inspected the sensor flex any physical damage and none was found. Checked the transmitter casing for any physical/cosmetic/debris damage and found debris inside the sensor casing but not inside the pcba board. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a). Unit was able to download trace and termination result. First term reason: sensor dehydration. First term reason descriptor: the sensor was terminated because it was removed from the body prior to the device's end of life. The dehydration can be caused by multiple factors. It is unknown that the sensor contributed to the event. In conclusion: the customer complaint of sensor glucose vs. Blood glucose is not confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this (debris event) happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.